Event description:
During davinci tlh, doctor was using the vessel sealer. Midway through, the vessel sealer machine alarmed and an error message appeared on the vision tower screen reading "blade exposure error". Instrument was removed from field and new vessel sealer was opened. No harm to patient.